Event description:
It has been reported that the bd emerald¿ bd luer-loc¿ tip syringe and needle has been found containing air bubbles before use. The following has been provided by the initial reporter: product has bubbles in the tip, which may present a problem in the user, the regulations are not met.

Manufacturer narrative:
H.6. Investigation: the batch history analysis was performed, quality notifications and maintenance records verified. No records related to incident were observed. The photos were analyzed and it was not possible to observe fm. At mentioned region it was possible to identify sink in the molded component, not in contact with fluid path. This sink is a deformation from the plastic injection process. In this case, it is the difficult to pack the material during the mold filling phase in the injection process. The barrel component is produced by the plastic injection process, where heated plastic material is injected against a mold for forming the product. This sink occurs at external portion of the barrel wall, so there is no risk of contact with the inner wall of the component. Thus it is possible conclude this is an esthetic defect, not related with foreign matter, and there is no risk to the patient in use. H3 other text : see h.10

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd emerald¿ bd luer-loc¿ tip syringe and needle has been found containing air bubbles before use. The following has been provided by the initial reporter: product has bubbles in the tip, which may present a problem in the user, the regulations are not met.